Event description:
It was reported following a pump replacement, the pt experienced increased pain and a soap taste in their mouth. The pt was admitted to the hospital at the time of the report. There were no alarms from the pump. No drug rinse was done during the replacement. Programming was verified as correct. A therapeutic bolus was given and the pt felt better after the bolus. The pump logs were obtained and were normal. The drug used was a compound of dilaudid 40 mg/dl at 5.2 mg/day and clonidine 2000 mcg/ml at 275 mcg/day. Add'l info indicated the physician brought the pt in for a catheter dye study and found a tear in the catheter, located in the pump pocket. The pt had the catheter repaired in the operating room and was doing well. The pt recovered without sequela.

Manufacturer narrative:
Used for "soap taste in mouth.